Event description:
It was reported that the patient for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited incorrect measurement, error message and radiofrequency telemetry lockout. No intervention was performed. The patient experienced no consequences.